Manufacturer narrative:
Customer technical support (cts) advised customer to disable cap piercer assay. On (B)(6) 2011, field service engineer (fse) found vacuum line is sluggish. Fse ensured all connectors were fully engaged and bleached line. While priming, noted fluid dripping from bottom of acrylic block. Fse removed acrylic block and discovered quad-ring was missing from black, washing shuttle. Fse replaced quad ring and issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) to report autogloss overflowed from cap piercer wash cup and that wash cup does not appeared to be draining. The customer stated that fluid was leaking onto capped sample tubes. No injury or exposure was reported. The operator did not seek medical attention.